Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing frequent low blood glucose incidents. Customer reported of experiencing blood glucose of 20 mg/dl and passed out. Customer was taken to the emergency room on (B)(6) 2019. Customer reported that low blood glucose was due to stress from move. Customer treated low blood glucose with juice and glucose tablets. Customer was not able to upload and carelink and declined further troubleshooting. Insulin pump is not expected to return for failure analysis.